Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The failure mode is due to a use error. The field service engineer did not set the calibration parameters to calibrate lot to lot. Input of the correct calibration settings has resolved the issue. The details of the delay in patient treatment are unknown and cannot be provided. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported receiving erroneous high patient results for creatinine on the au5800 clinical chemistry analyzer. The erroneous results were reported outside of the lab. The customer did confirm that the results led to a delay in patient treatment and for many samples to have to be redrawn. The details of the patient treatment are unknown and cannot be provided.